Event description:
The customer reported via phone that they were experiencing high blood glucose level of 433 mg/dl. Customer had treated hyperglycemia with manual injection. Customer reported symptoms as a result of hyperglycemia such as nausea. Troubleshooting was performed. Customer reported insulin pump displacement test and self test passed. Customer had been using insulin pump within 48 hours of reported hyperglycemic event. Customer reported auto mode feature was inactive during reported hyperglycemic event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.